Manufacturer narrative:
The patient and partner experienced symptoms of covid and tested with innova antigen tests which displayed a false negative result as both received a positive test result after a pcr test. User handling may have contributed to the event. Possible contributing factors of a false negative result are: unpacked test strips have been left too long, resulting in moisture; sample was spiked too quickly with too much sample; the sample was not diluted at the right multiple or the sample was drunk before the test; the amount of antigen in a sample may decrease as the duration of illness increases. Specimens collected after day 5 of illness are more likely to be negative compared to a rt-pcr assay. A false negative test result may occur if the level of viral antigen in a sample is below the detection limit of the test or if the sample was collected improperly. The production records, product inspection records and material inspection records were checked confirming batch records are qualified. It is recommended that the testing kit must be operated according to the specimen collection and assay methods in the body of the instructions for use and additionally, the kit should be used immediately after opening the lid. The reported event could not be confirmed.

Event description:
It was reported by the patient's partner, who is a district nurse who uses the innova test kits twice weekly, the patient developed symptoms of covid with a temperature of 38.6c, six innova tests were completed, and all return a negative result. The patient consequently took a pcr test and it came back positive for covid-19. The same day of the positive pcr test result was received, the patient was tested again with the innova antigen test, and again it displayed a negative result. Subsequently, the patient's partner (district nurse) developed symptoms and completed a covid test using the innova antigen test from the same box (25 quantity) and it too returned a negative result. The nurse completed a pcr test the same day, and the result from the pcr test was positive for covid-19. The nurse stated every detailed on how to correctly carry out the lateral flow test for the patient and herself was completed and as a district nurse training on how to execute the test was received. Testing dates for the innova antigen tests (with negative results) for both were provided as on (B)(6) 2021 through (B)(6) 2021. Two patients are associated with this event